Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Customer¿s blood glucose at the time of incident was 82 mg/dl and patient's current blood glucose: 493 mg/dl and she treated with bolus. Customer was advise to contacted their healthcare professional. Customer states the drive support cap appears normal (slightly indented). The insulin pump will not be returned for analysis.